Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the clip applier would not clamp the clip when the surgeon tried to use it. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. Customer thinks the issue might have been related to the clip applier jaws remaining static/not moving when the surgeon commanded movement. The issue was not related to the clip applier moving side to side. Customer states issue could have possibly been related to an unsuccessful clip application however the clip did not open after closure. The incident occurred on the 1st clip the surgeon tried to use for the case. A backup clip applier was used to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip. Clip cannot be applied because grips will not hold the clip. Visual inspection found no damage on the grip tips or grip cables. The complaint was confirmed by failure analysis. The root cause for this failure is not determinable/applicable.